Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload present. Additionally, the reload was received with the right side fully fired, and the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 268c25, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the plee60a with a green 60mm reload misfired. The three rows on the patient side of the staple line did not fire correctly resulting in a failed staple line and potential leak area. The action taken was removing the device and replacing it with a similar device. Procedure was successfully completed. No consequences or harm occurred during the event.